Event description:
New information received stated that the atrial lead also exhibited high pacing lead impedance. On (B)(6) 2020, the lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with the atrial lead exhibiting noise oversensing. A lead revision was recommended but not yet performed. No patient symptoms were noted and the patient was in stable condition.

Manufacturer narrative:
The reported events of sensing noise and high lead impedance could not be confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 52.1 cm. Surgical damages were observed on the lead. The lead was otherwise normal. No anomalies were found.